Event description:
The account alleged the bed exit alarm could be heard if you were near the bed, but not outside of the room that the bed was in. No injury reported.

Manufacturer narrative:
The account installed the external buzzer kit to resolve the issue.